Event description:
The pt experienced a stimulus from the implant during a computerized tomography scan. No pt symptoms or device troubleshooting was reported. A follow-up report will be submitted if add'l info becomes available.